Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred, the cartridge leak insulin and a cartridge alarm 1 occurred. The customer's blood glucose level ranged from 204-250 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue. In addition, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range and the insulin gauge was inaccurate. Customer's blood glucose level ranged from 250-350 mg/dl. Reportedly, the customer reloaded the same cartridge to resolve the issue and clear the alarm. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.